Manufacturer narrative:
(B)(4). Serial number is (B)(4). Usage of device is reuse as device is a reusable device.

Manufacturer narrative:
(B)(4). Batch # k92k8j. Investigation summary : the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material it was connected to a generator, evaluated with a test instrument, and was found to be functional. When the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the coating of the device is damaged. It is unknown if the issue was found during a procedure. Patient consequence was not reported.